Manufacturer narrative:
Clinical evaluation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of microorganisms that are part of the normal flora of the human gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy who experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with klebsiella oxytoca and a wbc count of 1425/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal ceftazidime at 2000 mg daily for three weeks. The patient continued ccpd therapy on the same liberty select cycler at home during antibiotic therapy. The patient was hospitalized on (B)(6) 2022 as her symptoms of abdominal pain and cloudy peritoneal effluent from the initial peritonitis infection persisted. Peritoneal effluent cultures and wbc count taken in the hospital on (B)(6) 2022 presented with klebsiella and candida (species not reported) in the culture and a wbc count of 3350/mm3. The patient was diagnosed with refractory peritonitis from the initial infection diagnosed on (B)(6) 2022. It was explained the patient is severely immunocompromised and very difficult to treat when she has infections. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2022 due to the severity of infection and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s peritonitis, refractory infection, and the associated hospitalization was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. The alleged event is confirmed since the incident was caused by the user.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy who experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with klebsiella oxytoca and a wbc count of 1425/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal ceftazidime at 2000 mg daily for three weeks. The patient continued ccpd therapy on the same liberty select cycler at home during antibiotic therapy. The patient was hospitalized on (B)(6) 2022 as her symptoms of abdominal pain and cloudy peritoneal effluent from the initial peritonitis infection persisted. Peritoneal effluent cultures and wbc count taken in the hospital on (B)(6) 2022 presented with klebsiella and candida (species not reported) in the culture and a wbc count of 3350/mm3. The patient was diagnosed with refractory peritonitis from the initial infection diagnosed on (B)(6) 2022. It was explained the patient is severely immunocompromised and very difficult to treat when she has infections. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2022 due to the severity of infection and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s peritonitis, refractory infection, and the associated hospitalization was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy.